Manufacturer narrative:
Additional information was received that the reason for explant was due to stimulation helped for some of the pain, but not severe pain. It was also reported that the patient will have a magnetic resonance imaging (MRI).

Event description:
A report was received that the patient will undergo an scs explant or revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial #:(B)(4) description: artisan surgical lead, 50cm model#: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm.

Event description:
A report was received that the patient will undergo an scs explant or revision procedure for an unknown reason.